Event description:
It was reported that the fixation water leaked from the valve of the foley catheter. The user tried to inject water by using the syringe of the tray in order to inflate the balloon after the catheter placement to the patient, but the static water leaked from the valve. Per follow-up information received from ibc on 02-feb-2023, stated that during attempt of balloon inflation, water leakage occurred, so failed to inflate the balloon. Resistance was not reported.

Manufacturer narrative:
The reported event was confirmed as supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. A device history record review was not required. Labeling review was not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the fixation water leaked from the valve of the foley catheter. The user tried to inject water by using the syringe of the tray in order to inflate the balloon after the catheter placement to the patient, but the static water leaked from the valve. Per follow-up information received from ibc on 02-feb-2023, stated that during attempt of balloon inflation, water leakage occurred, so failed to inflate the balloon. Resistance was not reported.